Manufacturer narrative:
The lot was manufactured between august 14, 2023 ¿ august 15, 2023. The device was received for evaluation. A leak test was performed, and a leak was observed coming out at the solvent-bonded junction of the tubing and stressmember near the fill port area. The tubing and stressmember measurements were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough). The reported condition was verified. The cause of the leak was due to a manual assembly error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from an unspecified location. The leak was observed during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.